Event description:
It was reported that the lightsource cut out twice during a case and will no longer power on. It was further reported that no patient was harmed.

Manufacturer narrative:
Additional information will be provided once investigation is complete.